Event description:
Complainant alleged that while pacing a pt, the medics switched from pace mode to defib mode to analyze the pt's heart rhythm and the device displayed "connect pads" message. Complainant indicated that the pt subsequent expired. Complainant indicated that during subsequent biomed testing the reported malfunction was not duplicated.